Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had an ischemic stroke post-operation from the pump implant. It was noted that the patient will always have left-sided flaccidity and the patient is currently receiving tube feeds and passed a swallow evaluation. According to the neurologist and physical therapist, the patient will be wheelchair bound indefinitely. The patient's goal international normalized ratio (inr) is 2-2.3. No further info is available at this time.

Manufacturer narrative:
The pump remains in use supporting the patient. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.